Manufacturer narrative:
Correction: d4.

Event description:
Additional information was received that diagnostic imaging was performed, and right ventricular (rv) lead damage was confirmed.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged but not confirmed. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve event. Lead damage was seen visually during procedure.